Manufacturer narrative:
Date of event: exact date unknown, event occurred in (B)(6) 2021.

Event description:
It was reported that the patients ipg has not been able to fully charge and couple with charger. It was also reported that the patient was getting communication errors. Database download was performed and the battery discharge was observed and revealed no anomalies. The patient underwent an ipg replacement procedure and was doing well postoperatively.